Manufacturer narrative:
Through device analysis the complaint could not be confirmed. All tests were within specifications. No root cause has been determined since the failure mode was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. The complaint fault has been escalated to address a full root cause investigation.

Event description:
It was reported that there was an air leak from anesthesia bag. This occurred during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.